Event description:
CABG x 4 with surgery for patient with history of cll (chronic lymphocytic leukemia), cad, htn, chronic anemia and peripheral neuropathy. While in the operating room, perfusion had difficulty with adequate flow after cardiopulmonary bypass was initiated. Aortic cannula was repositioned without any change in flow pattern and aortic dissection was ruled out. After this it was noted that the circuit needed to be changed out and therefore the patient was weaned from bypass without any difficulty. The pump was changed out, and the lines reconnected after thorough de-airing. Shortly after going on bypass, we could not get any flow thru the reservoir/oxy/ the patient had high line pressure act (activated clotting time) was over 700. It appears the filter may have been blocked. They had to change out the oxygenator probably 10 minutes after going on bypass. The patient was placed back on cardiopulmonary bypass without any further issue. On (B)(6) 2025 patient opens eyes, on (B)(6) 2025 patient does not open eyes or move extremities when asked. Non-responsive despite no sedating medications since (B)(6) 2025. Pt code: 4591. Device codes: 2423, 3012. Ref report: mw5181643.